Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. While checking release criteria it was noted that there was a thrombus present on the was. The physician continued the procedure with no intervention and released the closure device from the core wire. The closure device was successfully implanted in the laa of the patient. The was and wds were removed from the patient. No thrombus was seen on the closure device post procedure. The patient did not experience any consequences or complications as a result of this event.